Manufacturer narrative:
Foreign post code: india: (B)(6). One suturefix ultra anchor 1.9mm suture anchor was used for treatment but was not returned for evaluation. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not definitive without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, surgical ability, implant location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: 1) inadvertent rotation of device during anchor seating. 2) use of other than recommended smith and nephew drill and proper size and spade style drill bit ensuring proper depth. 3) unexpected bone density/condition. 4) the primary cutting edges of the drill were not sharp, had dings or burrs. 5) product stressed from loss of axial alignment. Instructions for use also highlights several precautions that can affect successful fixation. ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device.¿ product met specifications upon release to distribution.

Event description:
It was reported that during a shoulder procedure, at the time of putting the knot, the anchor dislodged from its place and came out from the bone. An additional bone hole was made to complete the procedure. Backup device was available to complete the procedure. No delay and no patient injuries were reported.